Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized after experiencing an elevated blood glucose (bg) level of 750 (mg/dl) and diabetic ketoacidosis. Customer was treated with injections and infusion site was changed to address bg levels. Customer was released on (B)(6) 2016 with bg levels stabilized under 200 (mg/dl).